Event description:
As reported, upon advancing the elunir 3.5 x 24 to the target lesion site in the saphenous vein graft (svg), the stent sheared off of the balloon inside of the non-cordis extension catheter. The entire stent was residing inside of the extension catheter. The physician then advanced a 2.0mm balloon through the stent just past the distal tip of the extension catheter and inflated it. While removing everything as a unit down to the sheath in the right femoral artery (rfa), the stent embolized outside of the non-cordis system into the right profunda artery. Contralateral access in the left femoral artery was then achieved to insert a snare in an attempt to capture and remove the stent. The snare was then advanced to the floating stent in the profunda. There were no reported patient injuries. The elunir was successfully captured and removed without harm to the patient. This was a percutaneous coronary intervention (pci) case. Access was 6f in the rfa. The target lesion site was in a mid to distal right posterior descending artery (rpda) saphenous vein graft. The svg was previously stented and was totally occluded. A 6f system was utilized to perform the procedure. The non-cordis extension catheter was residing in the straight proximal to mid segment of the svg. No negative prep was performed prior to or during advancement of the stent system. The device was stored in the storeroom of the cath lab. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The target lesion was the proximal portion of the saphenous vein graft (svg). The lesion was previously stented. There was no vessel tortuosity. The device was not used for chronic total occlusion (cto). The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The stent delivery system (sds) was prepped according to the IFU guidelines. Pre-dilation was performed at a nominal pressure. An unknown 6f sheath was used during the procedure. A 0.014¿ non-cordis guide wire was used during the procedure. A cordis vista brite tip guiding catheter was used. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the delivery system through the guide catheter. There was no excessive "for" used at anytime during the procedure. Prior to inserting the sds in the catheter, the balloon was not inflated. There was no negative pressure applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The physician did not reach the target site. The stent dislodged when the physician pulled the sds back into the extension catheter. The target lesion was treated with balloon angioplasty. The patient was discharged in good condition from the hospital.